Event description:
It was reported by the affiliate that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that there were only five clips in the applier. It was reported that there was an extended or time but not how long. It was not reported how the case was completed.